Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o- ring, missing end cap sticker, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that half of the reservoir compartment cracked off when attempting to remove reservoir. Customer reported that another reservoir could not be placed in compartment because it would not stay in place. Customer's blood glucose was 110 mg/dl. Customer was advised that insulin pump would need to be replaced.